Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 72 year old male patient who had been admitted into the medical center with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient's underlying medical history was not shared. The pump was supporting when after two days of support the limb the pump was inserted in became ischemic. The pulses were lost in the right leg, however any treatment or intervention done for the ischemia was not shared. The pump remains on for support despite the lost pulses. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant.

Manufacturer narrative:
Ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).